Manufacturer narrative:
Corrected data: this event was reported in error as it was previously reported on manufacturer report # 0001811755-2019-00698.

Event description:
It was reported the device was missing components during equipment testing conducted by a manufacturer field service technician at the user facility. There was no patient involvement reported with this event.

Event description:
It was reported the device was missing components during equipment testing conducted by a manufacturer field service technician at the user facility. There was no patient involvement reported with this event.